Event description:
A pt was revised due to unk cause of hip pain. This was exploratory surgery. Head and liner were revised.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2010-00718.